Event description:
It was reported that the pt suffered an mi and a stroke in 2005 and died ten days later. An ultrsound was performed and the stent appeared to have thrombosed. The physician ststed that the pt has two coronary stents that had previously thrombosed. The pt was admitted to the hospital. The event also resulted in persistent or significant disability. It is unk if the reported event was related to the product.

Event description:
Additional info - pt's med records indicated the pt returned to the hosp from the care facility with complaint of shortness of breath. No chest pain was reported and chest x-ray showed vascular congestion. Pt was diuresed. Pt was put on CPAP and the EKG showed st depression anteriorly and st evaluation inferiorly which were more prominent on the follow-up EKG. The pt was found to have acute cerebrovascular accident affecting the re-cloting of the stent and also had acute occlusion of the right coronary artery. The pt was not a surgical candidate and apparently had a change in mental status. Pt did have reactive pupils; however, is comatose. Pt has agonal breathing and chest x-ray now shows infitrates. Ultrasound of hte right upper extremely showed no evidence for acute deep venous thrombus. The pt underwent a coronary stent involving the right coronary artery during the same hospitalization. A coronary catherization was obtained that showed pt had occluded the right coronary artery and a balloon pump was placed. Duples scan showed right internal carotid artery completely occluded.